Event description:
It was initially reported that the customer's device was only showing a wrench icon. After an evaluation of the device, it was observed that the device did not have enough power to deliver sufficient defibrillation energy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to an electrically leaky filter, designator fl9 from the analog pcb assembly. The leaky filter caused the depletion of the internal hlc batteries. The customer received a replacement device.